Event description:
In 2007, a distributor reported a problem with splattering waste from an abl80 flex analyzer.

Manufacturer narrative:
Subsequent to this report, further investigation revealed that the cause for this incident was the result of the excessive pressure build up within the waste line of the abl80 analyzer. A design modification was initiated to add a check valve which allows fluids to flow in one direction thus making it impossible to spray fluids out the waste drain. The design modification was reported to the FDA under recall # z-1196-2007. The recall closure was requested in 01/08. Eval summary: the abl80 analyzer arrived in an analyzer shipping box. The analyzer was tested by the engineering with the solution pack and sensor cassette still installed on the analyzer. The returned analyzer was not confirmed for spraying waste fluids from the waste drain.